Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. A 510(k) # is k053529.

Event description:
On (B)(6) 2010 the lay user/reporter contacted lifescan to report the one touch ultra 2 meter was giving inaccurately high readings. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. On (B)(6) 2010 at 4:30 pm the patient obtained the blood glucose reading of 298 mg/dl on the reported meter, which he claimed was inaccurately high compared to his expected values. The patient took the action of consuming food and/or a drink. At 7:00 pm the patient then became unconscious. The patient received treatment with intravenous glucose. The patient manages his diabetes with insulin taken on a sliding scale. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after he obtained an elevated meter reading, and received emergency medical attention and treatment with glucose. Therefore, this complaint is being reported.

Event description:
The report received from the affiliate indicated that the physician positioned the echelon ev3 microcatheter to the one-third of the aneurysm and advanced a trufill dcs orbit rdfl complex fill coil to the target lesion/aneurysm. The physician was not satisfied and adjusted the positioning of the coil several times. The physician then decided to withdraw the coil under x-ray and noted that the proximal portion of the coil was thin/stretched. The coil was successfully removed from the patient. Another coil was sued to complete the procedure successfully. There was no reported patient injury. The procedure was elective. The access site was femoral. An adequate/continuous flush was maintained to the microcatheter at all times. Neck re-modeling was not used. There was no reported product issue with the microcatheter.

Manufacturer narrative:
Follow up # 1/supplemental report text 01/11/2011. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
(B)(4): the lay user/patient¿s product(s) have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case failed testing. On performance testing with control solution the results were found to fall above the labeled range. The retain test strips were also tested and passed. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.